Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to "lungs are bad and diabetes" with an elevated blood glucose (bg) value of 500mg/dl. It was reported that the customer was using manual injections and was not currently on pump as the customer was out of supplies. Tandem technical support attempted multiple follow up attempts with the customer to obtain specific reason for hospitalization, however, no response received.